Manufacturer narrative:
The actual device was not returned to the manufacturing facility however one unused representative sample was returned. Therefore, the investigation was based upon evaluation of user facility information and one unused representative sample and the retention samples of the involved product/lot number combination. Visual inspection of the one unused representative sample and retention samples revealed no defects. A visual and sensory inspection of the retention samples revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
A distributor reported a complaint from the user facility that a doctor incurred a needle stick. Follow up communication with the user facility reported the following: the needle went through the plastic. Additional information was obtained on (B)(6) 2016 from the facility: the doctor was performing an injection, and the needle (shaft) was bent during the injection; post injection when "capping" the needle (attempting activation into the safety sheath) the bent needle went right through the back of the safety sheath at opening (behind the tooth); when the doctor was holding the product after attempted activation, she was stuck with the protruding needle; it was reported that no medical intervention was required, as the patient was negative for infectious disease; and it was reported the injection was delivered as intended.